Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure the subject guidewire tip fractured during use. The 1 cm fractured subject guidewire tip was left in the cavernous sinus; however, the place where the fractured subject guidewire tip remained was the space to fill with a coil. It was reported that the patients anatomy was severely tortuous. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the subject guidewire tip fractured during use. The 1 cm fractured subject guidewire tip was left in the cavernous sinus; however, the place where the fractured subject guidewire tip remained was the space to fill with a coil. It was reported that the patients anatomy was severely tortuous. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire was seen to be kinked at 140cm. The guidewire was seen to be fractured at 213cm from the proximal end with the core and platinum wire exposed. Close to the guidewire distal tip end there seem to be an irregular shape/ damage. The distal tip fragment was not returned. Functional inspection: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while searching the route in cavernous sinus, it was confirmed that the distal tip did not follow when the subject guidewire was pulled. When the guidewire was removed, about 1 cm of the tip was fractured and remained in the cavernous sinus; however, the place where its remained was the space to fill with a coil. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The guidewire was returned and it was confirmed that the distal nitinol tubing and core wire had been fractured. There was kinking noted to the guidewire and some damage/deformation noted adjacent to the guidewire fracture site. It is probable that the guidewire was damaged as a result of the difficulties experienced trying to advance the guidewire through the patients anatomy, the damage noted is indicative of excessive forces being applied to the wire. An assignable cause of procedural factors will be assigned to the reported guidewire broken/fractured during use and un-retrieved device fragments and to the analyzed guidewire kinked/bent, guidewire distal tip damaged and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.